Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Per the operative note received, patient was referred to discuss removal of medtronic scs implant. Patient advised that device is now rather uncomfortable and wishes to have it removed as it has become painful. It was noted that the pt lost a lot of weight and now the implant which was placed over their abdomen causes them significant daily pain and discomfort. Pain stimulator battery was removed on (B)(6) 2024, while lead was left in place.

Manufacturer narrative:
B3: event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the implant has been disposed of.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.